Manufacturer narrative:
(B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll 200 s/c had a defective stopper. The following information was provided by the initial reporter: "it was reported that: the rubber part is not straight and is not on the end of the plunger correctly. Event description per attached email states: "" caller reported that on the syringe, the rubber part is not straight and is not on the end of the plunger correctly. " number of occurrences - 1 " did the caller insert the needle into the cartridge and encounter fill resistance? - no " product with issue - bd 3ml syringe, pn 309657. " product lot # - 9338504 " did issue cause any injury? - no " did customer require medical intervention? - no " is product manufactured by bd? - yes, sample is available for investigation. (Contact: xxxxx) resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required."